Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin continued to drip after motor stopped and act button was released during priming. It was also reported that motor was making a grinding noise. Customer's blood glucose was 18 mmol/l. Customer was not able to troubleshoot due to not having insulin pump available. Customer would call back.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was tested with a water fill test reservoir and no water squirting during manual prime noted. No prime or fill anomaly noted. No grinding motor noise anomaly noted. All operating currents are within specification. No cosmetic damage noted.